Event description:
It was reported that the pulse generator exhibited a premature elective replacement indicator. Following the event, the patient was in good condition. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.